Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-00101.

Event description:
It was reported that the pt revised due to squeaking of hip. A 32mm head was removed and replaced. Liner was removed and replaced.